Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 10-sep-2019 from the healthcare professional (hcp) who reported that the patient was going to have the pump explanted and replaced. The hcp did not know the patient¿s weight exactly, but thought it was probably about (B)(6). Per the hcp, the thing of note was that 2 or 3 months ago, the patient allowed the pump to go completely dry and then showed up at the office after 10 days of having the critical alarm going off. The hcp suspected that was probably the reason for the pump failure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2019-08-29 (B)(4) (hcp) information was received from a healthcare provider regarding a patient receiving dilaudid 15mg/ml at 1mg/day via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. On (B)(6) 2019 it was reported that the patient¿s pump was audibly alarming. Per the healthcare provider ¿code 100¿ (the pump motor was currently stalled) was seen on the tablet. The logs were checked, and the logs showed a pump motor stall occurred at 5:48am on (B)(6) 2019 with no recovery seen in the logs. The patient did not recently have an MRI and the reporter confirmed no emi, MRI or magnet. The healthcare provider decided to set the pump to minimal rate, silence the alarm and give the patient oral medications. The healthcare provider would work to get the pump replaced. No patient symptoms and no further complications were reported/anticipated.